Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error was found in the device's error log. The device's power management board was replaced to resolve the issue. Additionally, the trilogy 02 pm1 kit was replaced preventatively. Repair testing, alarm test, battery test, run in tests and cleaning were performed. The unit operated properly.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error was found in the device's error log. The device's power management board was replaced to resolve the issue. Additionally, the trilogy 02 pm1 kit was replaced preventatively. Repair testing, alarm test, battery test, run in tests and cleaning were performed. The unit operated properly. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes. Box g report source (rfb) has been updated/corrected in this report.